Event description:
It was reported that the coil broke during placement inside the aneurysm. The physician was able to retrieve the broken segment with the catheter. No pt injury reported.

Manufacturer narrative:
The device was returned and the implant coil was found broken from the delivery system. (B)(4).